Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified minor scratched on the device case. Review of the stored memory confirmed a shorted lead indicator was recorded by the device as well as multiple charge time exceeded indicators. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare end of life (eol) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room in atrial fibrillation (af) with rapid ventricular response. Upon interrogation code 1007, indicative of a charge time out, and code 1004, indicative of a shock lead short, were observed. Additionally, low shock impedance was noted. Technical services recommended device replacement and evaluation of the lead. Subsequently, the device was explanted and the lead was surgically abandoned. Both were successfully replaced with no additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room in atrial fibrillation (af) with rapid ventricular response. Upon interrogation code 1007, indicative of a charge time out, and code 1004, indicative of a shock lead short, were observed. Additionally, low shock impedance was noted. Technical services recommended device replacement and evaluation of the lead. Subsequently, the device was explanted and the lead was surgically abandoned. Both were successfully replaced with no additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.